Manufacturer narrative:
Concomitant medical products: model: 5024m-58, lead; implanted: (B)(6) 1995, model: 5524m45, lead; implanted: (B)(6) 1995. Model: 7960ib, ipg; implanted: (B)(6) 1995.

Event description:
It was reported by the patient that their implantable cardioverter defibrillator (ICD) did not meet their longevity expectation. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.